Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the open heart operating room team that they had experienced multiple failures involving product a119216m. They noted two instances in which the foley catheter¿s urometer component had developed cracks, resulting in urine leakage during procedures. In one case last week, the catheter had needed to be replaced mid procedure. This morning, another foley had experienced the same issue, leading to leakage in a case that was ultimately canceled. However, the bag still had to be changed. Guidance was requested regarding next steps for resolution and investigation.

Event description:
It was reported by the open heart operating room team that they had experienced multiple failures involving product a119216m. They noted two instances in which the foley catheter¿s urometer component had developed cracks, resulting in urine leakage during procedures. In one case last week, the catheter needed to be replaced mid procedure. This morning, another foley had experienced the same issue, leading to leakage in a case that was ultimately canceled. However, the bag still had to be changed. Guidance was requested regarding next steps for resolution and investigation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Directions for use. 17. Position hanger on bed rail at the foot of the bed. Note: exercise care to keep bag off the floor. 18. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: a, d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.